Manufacturer narrative:
The technician found the head hi/low valve was leaking. The technican replaced the valve to repair the bed.

Event description:
Information received indicates the head hi/low function is drifting down if left up overnight.